Manufacturer narrative:
Manufacturing evaluation: analysis and results: there is one previous complaint of the same code-batch regarding other issue. There are no units in b. Braun surgical's warehouse. We have received one open pouch that contains an unopened ampoule. The ampoule has been optically evaluated and a defect in the sealing bar of the ampoule was found. The leakage of the glue occurs at this point. We have conducted a review of the batch manufacturing record of this product and no deviations related to this issue have been found. Final conclusion: taking into account that the results of the sample received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the sample received.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K111959. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the histoacryl. Prior to surgery, the packets were opened and the 2 ampoules were found to be ruptured. Additional information was not provided.